Manufacturer narrative:
This report in its entirety was completed solely by st. Jude medical, inc., crmd.

Event description:
The st. Jude medical rep phoned to report that the pt received multiple inappropriate therapies and aborted therapies. The pt had been lost to follow-up. Pacing lead impedance was low compared to measurements taken at implant. St. Jude medical technical services reviewed the faxed electrograms and confirmed inappropriate therapy. A possible insulation break or lead fracture was discussed. The st. Jude medical rep discussed the case with the physician and it was decided to turn the device off temporarily. It was later reported that the lead was capped and replaced. The device was also explanted and replaced.